Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A 2.75x8mm nc trek rx balloon dilatation catheter (bdc) protective sheath was reportedly difficult to remove from the balloon. The trek was advanced toward the target lesion. An attempt was made to inflate the balloon and the balloon would not inflate. The device was removed and a non-abbott balloon catheter was used to continue the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.